Manufacturer narrative:
There was no patient involvement. The gas blender system 25-40-00 is not distributed in the USA, but it is similar to gas blender system 25-40-45, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the s3 gas blender system. The incident occurred in (B)(6). The device was requested back to livanova deutschland for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a s3 gas blender system displayed an error message during maintenance. There was no patient involvement.

Event description:
See initial.

Manufacturer narrative:
Tests conducted at the manufacturer site could confirm the reported issue. The measurement and mass flow controller bridges for air and oxygen have been replaced in order to solve the failure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.